Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event that the guidewire could not be inserted was confirmed. Guidewire stopped at 5.0 cm from connector pin due to dry blood clogged in inner coil. Other damage found was sustained during the surgical procedure.

Event description:
It was reported that the left ventricular lead dislodged and the guidewire could not be inserted. The lead was explanted and replaced.